Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 400cc mentor memorygel left breast implant and a 450cc mentor memorygel right breast implant experienced left sided anisomastia and right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant on (B)(6), 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 10, 2022, a manufacturing record evaluation was performed for the finished device 5770134 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).